Manufacturer narrative:
The product was not returned for evaluation. A photo was provided of a lens in the eye. An area was indicated with a red line. Due to the clarity of the photo and the glare on the optic a determination of damage could be made. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicated. The handpiece is not qualified for this combination. The root cause for the reported damage could not be determined. The product was not returned for evaluation. The clarity of the provided photo did not allow for verification of the reported damage. An handpiece was indicated, which is not qualified for the lens model indicated. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The company delivery system's instruction for use (IFU) states: the cartridge/iol combination listed, along with company settings, has been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The viscoelastic indicated is not qualified for use with handpiece qualified combinations. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that, during intraocular lens (iol) implant procedure, it was noted that there was a visible mark/scratch on posterior surface of iol post implantation. Additional information has been requested; however, further information has not been received.